Event description:
Procedure type: bariatric procedure. According to the reporter: when the surgeon took the first stitch with the needle, the needle was broken from the suture and disappeared in the patient's subcutan. The surgeon had to close the patient with the needle part in there. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).